Event description:
IV tubing while trying to connect primary IV for admin of antibiotics kept popping off PICC line clave. IV tubing was changed, clave was changed and still continued to happen. When asking other nurses on unit if this had happened, several reported it had.